Event description:
It was reported that the customer had a keypad anomaly on her insulin pump. The insulin pump's buttons stopped working, would only skip betweeen two options, and not allow one to be selected. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)